Event description:
It was reported that chronically low impedance was measured on the right ventricular coil. The patient has pericarditis, a pleural effusion and cardiac tamponade. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.